Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ IV set an125 w/o bp 200c catheter separated from adapter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: separation of tips from the IV set bypass. Detach tips from bypass while using set.

Manufacturer narrative:
H.6. Investigation: one sample was returned to sbdm, lot number is 2812242. Visual inspection of complaint sample: sbdm inspected the complaint sample, and found separation between rubber tube and adaptor. Tensile strength test by house samples: sbdm conducted tensile test by pulling by-pass and end tip by tensile machine of 8 retention samples from lot 2812242, the test result was in spec. (Bond strength criteria: 1.5 kgf) device history record review: sbdm reviewed the manufacturing record for lot 2812242, no abnormality was observed. From investigation, bonding work between by-pass (rubber tube) and end-tip is done automatically by machine. The likely cause is that the end tip and the by-pass were not assembled sufficiently due to temporary malfunction of the assembly machine. Sbdm has in house CAPA-19-020 in place to monitor defect.

Event description:
It was reported that bd¿ IV set an125 w/o bp 200c catheter separated from adapter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: separation of tips from the IV set bypass. Detach tips from bypass while using set.